Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, the root cause of the event was unable to be identified. It is likely that the lock lever of the cleaning tube was damaged due to an external force being applied, making it impossible to connect. The cause of the external force being applied to the cleaning tube is thought to be applying force in the wrong direction. The event can be detected/prevented by following the instructions for use which state: "9 preparation and inspection. 1 visually inspect the connecting tube to ensure that there are no cracks, breaks, rips, scratches, attached debris, or other irregularities. 2 move the lock levers of the reprocessor side connector to make sure that they function properly and are not broken.". Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the connecting tube broke. The issue occurred during reprocessing. There were no reports of patient harm.